Event description:
It was reported that this review of this pacemaker ECG with surface electrode showed pacing spikes at vvi 30 bpm even though there was a clear underlying rhythm. Technical services reviewed the copy of the strip, and determined that it appeared to be surface ECG artifact. Additional information was received that the patient was seen again a few weeks later, and again revealed the same random pacing spikes. Technical services noted that the pacing spikes are produced by the ECG board and are not tied to any device data or markers. According to the programmer manual, the pacing spike detection is determined from lead ii regardless of which lead is shown on the top line. The strips received today all appear to show lead iii ECG but the spikes are from lead ii. The device was explanted and replaced. No additional adverse patient effects were reported.